Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had scope error code-e 315, error code 532 and scope communication error-e226. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation and since the device was not returned for evaluation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.